Event description:
The pt had two leads implanted with the same lot number. It was reported during a trial procedure to place the leads, a csf leak occurred. The pt experienced nausea, headache and pressure in the top of her head. The pt was positioned on her back, after which she started to feel better. The headache was relieved and post-operative programming was successful. F/u info identified the pt felt 100% better within 24 hours.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.